Event description:
It was reported to st. Jude medical that the patient received inappropriate therapy due to noise erroneously detected as ventricular fibrillation. High lead impedance was observed and the lead was explanted. The lead was capped and a new lead implanted. However, the high lead impedance and low sensing were still present. In addition, no capture was possible. A new device was implanted and all measurements were fine.